Event description:
"Dealer states, (B)(4) customer received a g6027 and one the star knobs that you adjust was cracked. " sent a replacement knob (B)(4).

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 6027, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed. Dealer states, (B)(4) customer received a walker g6027 allegedly had one the star knobs cracked. Sent a replacement knob.